Event description:
It has been reported to philips that the foot switch failed during an angiography. The system was in clinical use. The procedure was completed with an alleged delay of approximately 50-60 minutes. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked with the customer and confirmed that the wired footswitch was defective. The customer ordered and replaced the wired footswitch. After the replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked with the customer and confirmed that the wired footswitch was defective. The customer ordered and replaced the wired footswitch. After the replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected. The reporting address line 1 and the reporting address city have been updated.